Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported an energy warning displayed during surgery. The surgery was continued by pressing the continue button and performing a gas exchange. Additional information received states the procedure was completed with no patient harm.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site the field service engineer (fse) replaced the scanner lens and the main deflector and realigned the beam path. The fse successfully completed system verification to specification per service and installation record (sir). The scanner lens focuses the treatment beam at the treatment plane. The main deflector deflects the treatment beam to the treatment point. The scanner lens and the main deflector are wear parts. The root cause can not be determined conclusively. The most possible root cause for the reported problem are the burned scanner lens or burned main deflector. Both parts are wear parts. The manufacturer internal reference number is: (B)(4).